Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit was hot to the touch and smelled like electrical smoke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Event description:
It was reported that the motor drive unit was hot to the touch and smelled like electrical smoke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. According to results of investigation it was found a handpiece sensor fault.

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found a discolored cable. A functional evaluation revealed a handpiece sensor fault. Using a test footswitch no overheating of the device was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of electrical problems was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.